Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Event description:
According to the reporter the balloon would not inflate. No other information was reported regarding this event.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The reported condition for this incident states that the balloon does not inflate. Upon initial inspection, a cut was observed to penetrate the outer silicone layer of the balloon and the suture was damaged allowing the balloon to leak. Due to the observed damage, the trocar balloon would not inflate properly. All other components were in proper working condition. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the damaged suture and silicone layer of the balloon, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
(B)(4). Results pending the completion on device evaluation.